Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 180 mg/dl at the time of incident, which was treated with a manual injection. The customer stated that their insulin pump was too old and did not want to use to use the plunger to change the reservoir. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.